Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images revealed that one leg had broken off of the device. A visual inspection concluded that a leg of the device had broken off at the distal end. The device did not have any debris, and did not appear to have been removed from the packaging. The box did not have significant damage. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed and the root cause was associated with transport or storage. Factors that could have contributed to the reported event include rough shipping and handling or an impact event during transportation or at the customer site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an cl reconstruction surgery, when the package was opened, the wing of the biosure was broken. The procedure was completed with a backup device and no significant delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.